Event description:
User facility reported: panda feeding tube inserted. C&r done to confirm placement. Panda tube seen in lung. Pt developed pneumothorax with removal. Rx 2 chest tube. User facility could not report on model or lot number of device.